Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 181, 212 and 245 mg/dl. The customer stated his expected am fasting blood glucose test result range is 125-135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 02/28/2026 and per the customer the open vial date is more than 4 months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 134 mg/dl, date: (B)(6), time: 8:40am fasting , result 2: 181 mg/dl, date:(B)(6) , time: 11:20am fasting, result 3: 212 mg/dl, date: (B)(6), time: 11:24am fasting, result 4: 245 mg/dl, date: (B)(6), time: 11:23am fasting, result 5: 212 mg/dl, date: (B)(6), time: 11:55am fasting.